Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap measures were within specification. There was no was evidence of moisture inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms were duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. An ¿intermittent power¿ event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.